Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Visual examination noted the device was broken. Caliper and micrometer were used to verify dimension specifications. The investigation found no manufacturing related fault.

Event description:
According to the reporter, a rib splint (04.501.010) broke after being bent to insert into the rib canal space. The surgeon was able to complete the procedure using another splint. The broken implant was easily removed by backing it out of the bone. The incident did not prolong the surgery. No adverse effects on the patient.